Event description:
Per the clinic, the patient was experiencing an infection around the implant site resulting in fluctuations in hearing with the device. The patient was unsuccessfully treated with repeated courses of antibiotics and steroids the device was explanted on (B)(6) 2010. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2010.

Manufacturer narrative:
Device analysis report attached. Correction: follow-up report #3 was erroneously submitted on march 23, 2011. It should have been submitted as a follow-up report #2.

Event description:
Boston scientific crm received information that during the implant procedure, the patient with this pacing system passed away. The patient had an extremely calcified aortic valve and presented with three to five second pauses on telemetry due to sinus node dysfunction. During the implant procedure, the patient developed intermittent complete heart block. It was reported that the pacing system was implanted and functioning appropriately however the patient developed pulseless electrical activity and passed away.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).